Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the emergency room. Upon review, the patient's implantable cardioverter defibrillator(ICD) was in vvi back up mode. The ICD was restored. The patient was discharged.